Event description:
Rep reported that the agile catheter broke during removal. Portion of catheter remains in the patient in the epidural space. Surgeon says no danger of leaving fragment in patient. No additional harm to patient noted.

Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.